Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter had a cal code issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began the middle of march between 10 and 10.30 am. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he took his normal dose of medication (including sliding scale) in response to the product issue, it is unknown when this action was taken. The patient claims he developed symptoms of ¿dizziness, lightheaded, sweating and disorientated¿ at an unknown time after the product issue began. The patient alleged being treated in hospital on (B)(6) 2015 between 10 and 10.30 am, however the patient mentioned no actual treatment was administered. No other device was used. At the time of trouble shooting, the cca walked through changing the code, the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/20/2015 and evaluated by lifescan product analysis on 5/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.